Event description:
It was reported that the catheter had been placed for post-op pain management. Upon removal, the catheter separated and 8cm was retained within the intraspinal ligament. The retained portion was removed via a surgical cutdown. There were no patient complications.